Event description:
A hole opens at the center of a two week disposable soft contact lens distributed to another country. The hole is not easily identified by naked eyes. A female user complained of severe (right) eye pain. Immediately after putting on the contact lens. A slit lamp examination revealed a regularly round injury at the pupil area of cornea in her right eye. The injury at this region might cause impaired vision permanently with scaring even after healing, though this pt has no aftereffects (partly by exceptional care). An agreement in location, shape, and size between this cornea injury and the defect of the contact lens (as described in the below column) supports a cause-effect relationship between them. Dates of use: 2007. Diagnosis or reason for use: vision correction.